Event description:
Customer reported he has been in the hospital for the past week due to gastroparesis and high blood glucose. He is being released today, so he reconnected to his insulin pump and it alarmed no delivery. The cannula was bent. Customer stated he went to the emergency room on (B)(6) 2014. He was vomiting and could not keep any food down. He does not remember his exact blood glucose when hospitalized, but it was in the 300s mg/dl. He was diagnosed with gastroparesis and high blood glucose. He was treated with an insulin drip, fluids, and pain medication. Customer was wearing the device when hospitalized. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.